Event description:
Approx three years postoperatively, the pt presented with nyha class iii symptoms. An echocardiogram revealed the mitral valve cusps were restricted in motion and were moderately thickened and calcified, leading to severe mitral stenosis. The valve was explanted and replaced with a 24 mm ats valve from another MFR.